Manufacturer narrative:
(B)(4). Date sent: 5/21/2020. Investigation summary the device was returned with the blade tip damaged, however, the blade was not cracked. The device was connected to a test hand piece and tested on a gen11. During functional testing, the clamp arm of the device could not open and close. The lever did not actuate the clamp arm. The device was disassembled, and it was found that the lever link pin was not present on the device. This rendered the clamp arm nonfunctional. It is possible that the link pin became loose and fell out of the device due to an improper assembly during device manufacturing. Please be aware that if the device is activated across a clip, staple line or other metal in the jaws, it is possible that the generator will display an alert screen. After receiving two consecutive alerts screens, a "replace instrument" alert screen will be displayed by the generator. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as ¿tighten assembly,¿ ¿blade error detected¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage can result in a broken blade. Our manufacturing process has been identified to be the possible cause of the blade and transducer are not being properly assembled causing the device to not be functional.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the titanium tip broke. The broken piece was retrieved by forceps and was discarded. Changed to another device to complete surgery. There was no patient consequence reported. No additional information can be provided.